Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The ivus catheter was returned to the manufacturer with the guidewire still stuck in the catheter's inner lumen. Both the ivus catheter and the guidewire were inspected and found damaged. Multiple kinks and bends were observed on the returned guidewire (0.14"). The guidewire is not a volcano product. A tear was observed at distal of the exit port extending 17mm to the distal shaft and exposing the inner core and microcables on this area. Traces of blood were observed on the distal shaft. Based on the physical damage observed in the catheter and guidewire, it is likely that the tear at distal of the exit port was a result of an attempt to remove the guidewire from the catheter. The IFU precaution for this device states: the eagle eye platinum device is a delicate scientific instrument and should be treated as such. When inserting the guide wire, both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use." No further action is required.

Event description:
It was initially reported that during the procedure, where our clinical consultant was present, the guidewire and catheter were separated at the rapid exchange portion of the catheter. No other catheter was used nnd there was no pt impact. Further clarification stated that there was a distal shaft tear (slightly lifted), however, total separation did not occur. The catheter and wire had to be removed as a whole system, with all portions of the device accounted for. Additional diagnostic modality was not necessary to complete the procedure. There was no intervention performed and no pt injury occurred. The pt was discharged from the hospital as scheduled.